Manufacturer narrative:
The technician found the CPR/trend valve was not functioning. He replaced the valve to repair the bed.

Event description:
Information received indicates the CPR/trend function is not working.